Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: ng, lab: 16+; (B)(6) 2012, 3.3, 16+. Time between testing: within 2 hours. Pt's therapeutic range: not provided. Pt is unsure if lab result was in units of pt or inr and did not call back to confirm this.